Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced muscle stimulation from this right ventricular (rv) lead. The rv lead was providing some intermittent nerve pain with right ventricular (rv) only pacing. The patient was in distress, even during sleep hours. The rv lead was explanted and a new lead was placed. No additional adverse patient effects were reported.